Manufacturer narrative:
Device evaluation: device returned in the device tray. Visual inspection found no visible damage to the device; the plunger was overridden. The lens was returned in liquid, in a lens vial. Visual inspection found the haptic and optic torn; a partial lens was returned. Method code added, result code updated. Claim#: (B)(4).

Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, after loading a cc4204a intraocular lens, diopter +19.0 into the inserter, the surgeon noticed that a piece of the lens was missing. The lens was not inserted. There was no patient contact or harm. This occurred on (B)(6) 2018. An alternate lens was successfully implanted on the same date.